Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: liner breakage intra-op. It was reported that during the surgery, the liner was broken, all the fragments were removed from the patient. Another device was used to complete the surgery. The surgery was delayed by over 20 minutes. The patient is currently stable. The product returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device along with a manufacturing investigation performed by supplier. Visual inspection of the returned sample revealed that the ea delta cer insert 36idx52od shows signs of multiple fractures. Not all the fracture fragments were returned for evaluation. Metal transfer of erratic appearance can be found on the liner. In case of symmetrical, and therefore correct, taper fit between the ceramic liner and the metal cup, metal transfer patterns (primary metal transfer) are expected over the whole circumference of the taper top and taper center of the liner. The liner does not exhibit such patterns. Additionally, intensive metal transfer can be found on the taper bottom and back track. This metal transfer indicates a tilted position of the liner during impaction. The rim of the liner is chipped. Next to the fracture surface, metal transfer can be found which indicates small areas of intensive contact between the ceramic liner and the metal cup. Therefore, it is assumed that the liner fracture due to a point load caused by a misaligned position of the liner in the metal cup. A manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx52od product code: 121881752 lot number: 4489098 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors. However, in support of the evaluation performed, the observed damage of the ea delta cer insert 36idx52od may have been caused by a misalignment during the process of positioning the liner into the metal cup. Consideration must be given to all potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx52od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx52od product code: 121881752 lot number: 4489098 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx52od product code: 121881752 lot number: 4489098 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. H11 additional narrative: corrected: h3.

Event description:
It was reported that during a total hip arthroplasty, the liner was broken when implanted. The surgeon immediately removed all the fragments and replaced with a new liner to continue the surgery, during which the surgery time was prolonged for about 20 minutes, and the subsequent surgery went smoothly. This event did not cause any other harm to the patient except for the prolonged operation time. The patient has been discharged smoothly currently.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received and states that: the patient underwent total hip arthroplasty due to "osteonecrosis of the femoral head". During the surgery, the ceramic liner was broken when it was implanted, then the surgeon immediately removed all the fragments and replaced with a new liner to continue the surgery (the specific process was unknown), during which the surgery time was prolonged for about 20 minutes, and the subsequent surgery went smoothly. This event did not cause any other harm to the patient except for the prolonged operation time. The patient has been discharged smoothly currently. No subsequent adverse event report.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.